Event description:
It was reported that a malfunction alarm occurred with a code malf 12. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump themselves and was advised by technical support to use multiple daily injections as backup therapy. Technical support confirmed the shipping address and instructed the customer to return the faulty pump using a pre-paid label within ten days, after placing it in storage mode. A replacement pump was to be sent as the existing one was under warranty.